Manufacturer narrative:
One truepass suture passer w/self-capture feature was returned for evaluation. Visual assessment of the returned device confirmed the torsional spring to be dislodged from the recessed grooves . A small burr where observed on the torsion spring. A root cause investigation has been opened to address this failure mode. This investigation is ongoing. (B)(4).

Event description:
During a shoulder arthroscopy with cuff repair, it was reported that the surgeon noticed during the cuff suturing that the hatchet was loose. The spring was bent in the opposite direction, resulting in a spring without tension and causing the device to malfunction. It was reported that this has occurred with several suture passers; the hatchet tends to get caught up in the tissue. The issue occurred while suturing the cuff. It was confirmed that no part of the device broke off in the patient. The procedure was completed with an arthrex scorpion, and the patient was noted to be okay post-procedure. There was no damage noted to the packaging.